Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, the haptic broke during insertion. The incision had to be widened to facilitate removal of the iol. Additional info has been requested.